Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown baclofen (90.3 mcg/day) via an implanted infusion pump. It was reported the patient was hospitalized with a high fever (104 degrees) and vomiting. The nurse wanted to rule out itb withdrawal.